Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they get zapped at a store as well as at a school library. As a result of what was reported, they were redirected to their healthcare provider (hcp). Patient does not have a managing hcp so a listing was sent to them. It was reviewed that the device should be turned off before going through security gates. The symptoms reported were the patient was getting a shocking sensation through the security gates. No further patient complications have been reported as a result of this event.